Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that when a test strip is removed from the meter, the meter displays a countdown then shuts off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.